Event description:
ICU personnel were attending to a pt in cardiac arrest. It was reported that an attempt at countershocking the pt was made and allegedly the device charged but would not discharge. A back up device was obtained and used to continue treatment. The pt was resuscitated, however coded again the next day and died. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability and the availability of a back up device.